Event description:
Nurse states in 2008 pulled out his art line and "almost bleed to death." She states they did not get an alarm.

Manufacturer narrative:
A philips customer engineer and a philips third party clinical specialist, went onsite post incident to test the involved device. The investigation showed that the problem was related to alarms being disabled by the user for this label parameter. The pt's art line was labeled as art (not abp), and the art alarm was disabled. The site's biomedical engineer used the involved device on another pt and it worked per its specifications (alarmed for disconnect. A written reply was sent to the customer with the investigation results.